Event description:
Healthcare professional reporting, "implant was found to be ruptured, during implant exchange". This relates to the right device. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.